Event description:
This report addresses the use error- reuse of supplies. The customer contacted baxter's technical service center while on the home choice (hc) device during use during dwell. During troubleshooting for an alarm, the home patient (hp) stated he disconnected and reconnected supply bags.the baxter technical representative (tsr) advised the hp to reset up again with new supplies. The tsr advised the hp not to disconnect bags once the hc has primed and therapy has started. The tsr gave instructions on how to end therapy and reset up with new supplies. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted.

Manufacturer narrative:
(B)(4). This complaint for a report of a use error - reuse of single-use product was confirmed. The cause was undetermined. A labeling review found the patient at home guide to be adequate for use/user error related to this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.